Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician was unable to verify customer reported complaint that states "blower demand exceeded " during testing and evaluation. Performed several post test during bench testing, ventilator passed every test performed, no inconsistency occurred during power up. Performed several patient circuit leak test and passed every single test that was performed. Vent passed 269 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Ventilator passed initial final test and initial alarm volume test with no restriction. Unit was opened up and inspected, no anomalies were found. Unit passed final test & final alarm volume test. Unit passed cosmetic check and doc review. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the revel ventilator blower demand exceeded. There was no patient involvement associated with this event.